Manufacturer narrative:
This pump was not returned to mmdg for evaluation. Mmdg is unable to evaluate the device or confirm this complaint.

Event description:
The initial reporter stated that the infusion is "running out before it's supposed to". They stated that the infusion runs out 2 to 2.5 hours before it should. The initial reporter was encouraged to return the pump to mmdg for testing, but they did not wish to send it in. (B)(4).